Event description:
It was reported that the controller exhibited controller fault alarm and the battery exhibited power consumption when the battery went from 25% to 213% two seconds later. The battery was replaced and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial#: (B)(4), UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 13-aug-2020 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 28-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 product event summary: one (1) battery ((B)(6)) was returned for evaluation. One (1) controller (con407908) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the battery passed visual inspection. Functional testing revealed an abnormality related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Further testing revealed that the capacity of the battery was lower than expected and incapable of proper discharge activity. An internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 203 and there was a time difference of 609 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Review of the available data log files revealed that bat903302 discharged as expected when in use. Log file analysis revealed a controller fault alarm logged on 14-apr-2022 at 19:17:47, due to a power out of range. During the controller fault alarm, bat903302 was connected to power port one (1) with 25% rsoc and bat903300 was connected to power port two (2) with 69% rsoc. The controller fault alarm cleared at 19:17:49 and bat903302 was not connected to power port one (1); the battery's rsoc value was logged between 202-220, indicating the battery was disconnected and reconnected after the controller fault alarm, likely due to troubleshooting of the alarm. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed to degraded battery cell pairs and a battery estimation error, which resulted in the battery's capacity dropping to 0% rsoc. The most likely root cause of the observed degraded cell pairs can be attributed to an expected degradation as a result of non-usage over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Log file analysis revealed a controller fault alarm logged on (B)(6) 2022 at 19:17:47, due to a power out of range. During the controller fault alarm, (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 69% rsoc. The controller fault alarm cleared at 19:17:49 and (B)(6) was not connected to power port one (1); the battery's rsoc value was logged between 202-220, indicating the battery was disconnected and reconnected after the controller fault alarm, likely due to troubleshooting of the alarm. Review of the available data log files revealed that (B)(6) discharged as expected when in use. As a result, the reported controller fault alarm event was confirmed, however, the reported battery power consumption issue could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Possible root causes of the controller fault alarm may be attributed, but not limited, to a battery malfunction. Possible root causes of the reported battery power consumption issue event can be attributed to soldering or welding defects. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.